Manufacturer narrative:
The evaluation revealed all reported implants to be primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The implants were documented as faultless prior to distribution. A device investigation was not possible because the implants were not provided. The study records and x-rays indicated that cysts were detected within the distal tibia near the tibial component. It seems that the tibial component is not parallel to the talar component. Most likely as a result of this misalignment the sliding core is deformed towards lateral and lost on height. The possible misalignment of the tibial component was most likely caused by the cyst = the tibial component collapsed into the hollow space. Most likely the reported osteopenia did contribute to the misalignment. If patient activities did also contribute to the misalignment and cysts is unknown but cannot be excluded. Cysts (osteolysis) and implant dislocations are listed as adverse effects in the IFU; furthermore warning regarding activities like running and jumping as a potential cause for implant failures. Cysts were already evaluated by a hcp in the statement ¿clinical results of the star ankle prosthesis, page 70, 71¿: ¿cyst formation (bone resorption) (0 ¿ 16 %) [1, 6, 9, 10, 12, 13, 15, 17, 20, 24, 27, 28, 30] spontaneous bone resorption and cyst formation represents a significant problem in ankle arthroplasty. The symptoms may be mild and will not require specific surgical measures, but in many cases revision surgery with bone grafting may be required. In advanced cases cyst formation may cause a collapse of the arthroplasty requiring implant removal and ankle fusion.¿ additionally cysts were evaluated by a product expert from the development department: ¿this is a known complication and risk in the scientific literature. The exact source is unknown. Researchers believe that it is due to poly wear debris and/or fluid hydraulic pressure in the joint.¿ conclusion: based on the evaluation a manufacturing issue was not found. The possible misalignment was most likely caused by the cysts. A correlation between the implants and the cyst cannot be excluded. Cysts and implant dislocations are classified as known adverse effect. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Patient had a surgery to remove left tibia cyst. Allograft was used. There was no removal or replacement of star components. Patient had hx of osteoarthritis, breast cancer, nephrolithiasis, hypothyroidism, osteopenia, knee pain, and back pain. Patient had an olif on the foot in 1992.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
Patient had a surgery to remove left tibia cyst. Allograft was used. There was no removal or replacement of star components. Patient had hx of osteoarthritis, breast cancer, nephrolithlasis, hypothyroidism, osteopenia, knee pain, and back pain. Patient had an olif on the foot in 1992.